Event description:
Baxter (B)(4) received a complaint that one (1) ce intermate lv 50 device was found with the winged luer cap detached. This was discovered prior to filling. The problem was noted there was no patient involvement, injury, or medical intervention. No additional information. Sample is available for evaluation.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the separation. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was operator error during the manufacturing process. Baxter will continue to monitor similar reports to determine if further actions are required.